Event description:
It was reported that the implant at tooth site #30 was placed in september. The patient complained of pain in november and the implant was removed. The site was grafted prior to implant placement. No further information was provided. Symptoms related to event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information. Additional information was provided by the customer which indicated that the customer also had peri-implantitis, which has been updated in b5.

Event description:
Additional information was provided which indicated that the implant at tooth site #30 was removed due to bone loss and non-integration associated with peri-implantitis.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Correction: upon review the b5 event description was submitted incorrectly on february 5, 2026, and did not include information concerning the reported patient bone loss and infection, although these patient conditions were initially included in the patient coding of h6. The event description has been updated to capture the reported conditions of bone loss, infection and pain. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 3331 and 4110. H10: narrative/data was updated. Zimvie did not receive the reported device for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file. Functional testing to recreate the reported events could not be performed due to the nature of the device and events. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported events. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported events are non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for infection and / or bone loss related problems have been previously investigated. Investigations performed for hundreds of events where either of these conditions, infection, or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event.

Event description:
Upon review it was determined that the implant at tooth site #30 was removed due to bone loss and infection. The patient complained of pain in november and the implant was removed. The site was grafted prior to implant placement. No further information was provided. Symptoms related to event: pain.